Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue first began, except that it was in the mornings. She reported that she obtained an alleged blood glucose result of between 8 and 10mmol/l on the subject meter compared to her normal results of between 7.2 and 8.0 mmol/l. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a herbal tea medication ¿arfasetinum¿ and reported that she began drinking ¿arfasetinum a herbal tea with antihyperglycemic effect¿ every morning in response to the alleged high readings. The patient detailed that around 1 hour after drinking the tea she developed symptoms of weakness and shivering. No medical intervention was reported. The patient denied that she obtained a blood glucose on result from another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient performed the correct testing steps. The test strips had been stored correctly and within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of medication based on alleged inaccurate high blood glucose results obtained with the subject meter.